Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered infections, inflammation, erosion and scarring. Pt will continue to experience mental and physical pain, suffering, multiple surgeries and sustained permanent injuries. No other information is available.